Event description:
It was reported that the patient was frequently charging the ipg. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.